Event description:
Boston scientific received information that this lead had dislodged. A revision procedure was performed and the lead was removed from service and replaced with a competitive lead. The caller noted difficulty finding suture sleeves. However, the sleeve was located on the lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.